Event description:
A male pt present for dialysis treatment. During treatment, the chronic hemodialysis catheter migrated out of the pt. The device was replaced with another new of the same device and the reported defective device was disposed of. There was no report of harm or injury to the pt due to this product problem.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As the reported complaint sample was disposed of and not available to be returned for eval, angiodynamics is unable to perform a device eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).